Manufacturer narrative:
(B)(4). This is a report of a user error where the patient did not tightly connect the bags to the lines of the homechoice cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four during peritoneal dialysis therapy. During troubleshooting, it was determined that the patient did not adequately tighten the connection of the bags to the lines on the homechoice cassette. The technical service representative advised the patient to connect the solution bags tighter in the future when setting up for therapy. The patient would then perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was patient injury or medical intervention associated with this event. No additional information is available.